Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.

Manufacturer narrative:
The investigation is ongoing.

Event description:
We received an allegation of a display issue with coaguchek xs meter serial number (B)(6). Meter display has segments that appear faint and are hard to see. The display was checked and several segments were lighter and harder to read. No misinterpretation of results was reported.